Event description:
According to the customer: patient supported on va ECMO via cardiohelp with hls 7.0 circuit. After several days of support on inspection it was noted that there was a plasma like substance around the bottom apex of module and not from the gas outlet port. It appeared that the bottom apex of module seemed like there was a crack in it. Circuit was changed out as a matter of safety." Additional information: this was reported to the company representative back in february however the information was not passed on to the sales and service unit in the us. As the company representative has now left we do not have the exact dates of the event or patient details. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During visual inspection of the blood inlet connector's gluing connection hair-line cracks in the plastic were found. A tightness test was performed and a leakage of this connection was confirmed. By slightly moving the blood inlet connector after it's safety fixture was unfixed from the housing (loosening the screws) it was completely detached from the module. An additional complaint was opened in order to cover this failure. Furthermore the pump housing cover plate was removed. Another leakage at the connection of the pump to the oxygenator's blood inlet side was confirmed. Most probable the plasma like substance the customer was mentioning dropped down from here to the bottom of the oxygenator and caused the leakage the customer observed. The failure "plasma leakage from bottom" was confirmed. The most probable cause for the leakage is an un-tight o-ring. A device history record review was performed by a designated maquet member with no abnormalities found. The review of the quality control process indicated that the oxygenator was tested for its tightness during production. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Manufacturer narrative:
The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.